Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer was trying to get an emergency replacement kit sent over to a patient the nurse was inserting a wound drainage a lung drainage product into the customer and the connector broke off so we're trying to get this replaced and sent over to them immediately overnight. Tried to call the number back but there was not extension provided and unfortunately there is no option to get to quality through this number.

Event description:
It was reported that the customer was trying to get an emergency replacement kit sent over to a patient the nurse was inserting a wound drainage a lung drainage product into the customer and the connector broke off so we're trying to get this replaced and sent over to them immediately overnight.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.